Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: a review of the black box showed several unexplained power on reset events. The returned battery cap was undamaged and was able to fit to the pump. The battery cap was fastened and unscrewed a half turn with no reboots. Moisture was found in the battery canister. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no further moisture ingress to the power printed circuit board. Unrelated to the original complaint, a leak was found in the battery compartment. The battery compartment was cracked from the threads to the case seal on the side.